Manufacturer narrative:
The serial number of the customer's accu-chek inform ii meter is (B)(6). The customer stated the qcs passed within 24 hours of the event. The customer stated the test strips may have already been used up and may not be available for investigation. If the product is returned in the future, a follow-up report will be submitted. On a regular basis, accu-chek inform ii test strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection.

Event description:
We received an allegation of questionable glucose results from one patient tested with the accu-chek inform ii meter. At 11:26 am, the meter result was 569 mg/dl. At 11:34 am, the meter result was 173 mg/dl. The reporter deemed the initial meter result incorrect prompting the retest.